Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, the patient was at a concert then suddenly she felt nauseous and sweaty so her daughter brought her to the emergency booth, the patient noticed that her sensor was not providing continuous glucose monitor (cgm) readings. The emergency personnel at the event wanted to bring her in the hospital and she refused, they treated her with 2 glucose gel and 1 shot of gvoke hypopen (glucagon). At the time of the report the patient was feeling fine. No other details were documented. Data investigation could not confirm sensor failure. However, a restart detection was found in connection to the reported allegation. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.